Manufacturer narrative:
A controller and catheter were received in relation to this complaint. Upon inspection, it was clear that the catheter connector detachment feature was aligned 90o away from the detachment arrow. This would result in the catheter being in the detach position when the user believed it to be in the attach position. This explains the issues observed during the affected procedure. The controller was found to be in good working order. This complaint falls under CAPA (B)(4) and the MDR noted at the top of the page. The issue has been traced to an incorrectly made catheter connector. Catheters built with the affected connector have been recalled.

Event description:
C2 therapeutics became aware of a device malfunction on 20 march 2018. During a cryoballoon focal ablation system procedure on (B)(6) 2018, the user observed that the catheter arrows were not in alignment which caused the catheter to detach from the cryoballoon controller. The user held the catheter into the controller to keep it in place and successfully completed the procedure. No other issues were observed.